Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fast testing using test pads without duplicating the report. The report was manually cleared prior to evaluation and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.